Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that there was beep happening for couple of weeks. The customer¿s blood glucose level was 112 mg/dl. The customer stated that insulin pump did not vibrate anymore. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement and failed self test. Device received with no audio or beeping alarms and tones due to broken black wire of the piezo transduce.